Manufacturer narrative:
Siemens healthcare diagnostics inc. Is investigating the cause of the discordant high prothrombin time (pt) patient result that was generated on the cs-5100 analyzer (serial (B)(4)).

Event description:
A discordant, high prothrombin time (pt) patient sample result was generated on the cs-5100 analyzer (serial (B)(4)) using innovin lot 539391 versus results generated on a different cs-5100 analyzer (serial (B)(4)) using innovin lot 539391 and thromborel s lot 546972. The patient was on oral anticoagulant therapy and the same patient sample was used for testing with both assays on both cs-5100 analyzers. Innovin lot 539391 run at time 1330, which generated results pt%=54%/ pt=14.3 sec/ inr=1.35, was reported to the physician. All other results were not reported to the physician. There are no reports of patient intervention or adverse health consequence due to the discordant, high pt result.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR 9610806-2017-00097 on september 8, 2017. September 19, 2017 additional information: siemens healthcare diagnostics reviewed backup and log files provided by the customer and concluded that the cs-5100 analyzer in the laboratory as well as the reagent (pt innovin) are performing as expected. The cause for the issue observed could be limited to a pre-analytical issue (specific sample characteristics, blood collection, transportation, sample processing/ handling in the laboratory). No product non-conformance could be identified. The instrument is performing within specifications. No further evaluation of this device is required. Method code, result code and conclusion code were updated to reflect the results of the investigation.